Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured at the weld site and approx 69mm proximal of the weld site. The proximal section of j stiffener wire measures approx 18mm and has migrated down lead body approx 75mm proximal of the weld site. X-ray of lead distally confirms j stiffener wire fractures.